Event description:
It was reported that pump displayed an insulin amount different than expected, with fill estimate remaining static and showing incorrect values even after cartridge refill, and caller noted use of cold insulin before switching to room temperature insulin. There was no reported impact to the customer¿s blood glucose level. Customer attempted to resolve issue by refilling cartridge with room temperature insulin and loading new cartridge, but discrepancy continued, so technical support educated customer about fill estimate behavior, provided email resources, advised on proper loading and storage mode, and ultimately arranged and shipped replacement pump while customer continued to use current pump with backup method if necessary and planned to program settings and reconnect cgm on replacement.